Manufacturer narrative:
When the system started to suppress k and calcium (calc) results with a code of reference drift, qc was run and recovered low. Bci hotline assisted the customer with troubleshooting. The customer cleaned the sample probe, removed, rinsed and replaced the k tip, and recalibrated the unit. Qc recovery came back into range and the issue was resolved.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously low potassium (k) results for three (3) patient samples generated by the unicel dxc 600 pro synchron chemistry analyzer. The erroneous results were reported out of the laboratory; however, after troubleshooting, the samples were rerun recovering higher results and reports were amended. Treatment was not initiated or withheld based upon the low results reported.